Event description:
Patient was implanted with synex ii central body (B)(6) 2009. X-rays taken noted that the inferior plate of synex ii central body had sunk. The superior plate was released, moving in the direction of the cord without neurological alterations. Synex ii was removed (B)(6) 2010, and replaced with synex I.

Manufacturer narrative:
No further information is available. Date device was returned to synthes (B)(4) is unknown. Unable to determine device manufacture date. Additional information has been requested. Product was returned to synthes (B)(4). Product evaluation completed by synthes (B)(4). The measureable dimensions were checked and found to be in compliance with the technical drawings and specifications. Review of the raw material testing certificate and manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and international standard.